Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned device. The reported deployment issue and entrapment in the vessel were unable to be confirmed/tested as it was based on case circumstances. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely related to procedural circumstances. It is likely that anatomical conditions contributed to the reported difficulties. It is likely that the distal shaft was entrapped within the vessel such that the slider was unable to retract preventing deployment. Additionally, with the distal shaft entrapped, the separation occurred when the system was retracted with force. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that this was a procedure performed to treat a target lesion in the heavily calcified and tortuous femoral artery. Pre-dilatation was performed; however, it was not satisfactory. The absolute pro stent delivery system was advanced and deployment was initiated; however, due to the pre-dilatation results, the stent was not fully expanded. The shaft of the delivery system became caught in the patient anatomy. Resistance was noted during attempts to remove the delivery system and the shaft of the device broke, at a location inside the patient anatomy. The patient was sent for a surgical procedure to remove the device and no portion of the device remains in the patient anatomy. No additional information was provided. Event occurred at: (B)(6).